Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked in the thread area. The battery cap threads were observed to be damaged. There was evidence of moisture found behind the display lens. During testing, the pump powered on with returned battery cap to a blank display. The pump alarmed with an audible tone and vibration alerts. A leak test was performed and showed leaks at battery compartment crack and the case seal. The pump was opened and there was evidence of moisture contamination found throughout the inside of the pump.